Manufacturer narrative:
Plant investigation: no parts were returned for physical evaluation. A review of similar complaints was not required. However, the reported event can be confirmed based on the available information. The cause of the thermal damage was bad electrical contact at the motor protection switch (mps). The cable lug connections at the mps overheated from increased contact resistance and there was an increase in thermal energy. The mps tripped and operation of the device was interrupted. A photo of the thermal damage was provided for review. The failure pattern due to the old wiring design is a known issue and is addressed in a CAPA. As a result of the CAPA, a new wiring design was released. Although the mps and wiring were redesigned, they are not currently available on the us market. A review of the machine files was not required. The provided photo was sufficient in determining the cause. A review of the device history record (DHR) was also not required. Based on the available information, the reported event was confirmed.

Event description:
An area technical operations manager (atom) reported finding thermal damage on an aquabplus 1500. The atom said the reverse osmosis (ro) machine would not come out of standby without tripping the motor protection switch (mps). Additional details were provided upon follow-up with the atom. The atom said this happened at the end of the day after most of the staff had left. There were no patients undergoing dialysis treatment at the time of the event. The ro was put into standby mode, and afterwards it was realized that a few of the machines still had to go through disinfect. When they tried bringing the ro out of standby, the mps began continuously tripping. The tripping would occur as soon as the t1 test got started. The atom also reported that the thermal overload switch was tripping in stage 1. There were no alarm codes associated with the event. Upon further inspection, the atom discovered thermal damage on the insulated plastic coverings of the three wires under the power switch. The power switch itself was also burnt. The atom said there was no burning smell noticed. The atom was able to fix the machine by replacing the wires and the power switch. The atom confirmed there were no blown fuses in the local power supply, and there were no local power grid issues around the time of the event. The atom had a photo of the thermal damage which they provided for review. The ftp files were not downloaded, but the biomed said there were no alarms and the machine files would reflect that. The damaged parts were not available to be returned for evaluation as they were reportedly discarded.

Event description:
An area technical operations manager (atom) reported finding thermal damage on an aquabplus 1500. The atom said the reverse osmosis (ro) machine would not come out of standby without tripping the motor protection switch (mps). Additional details were provided upon follow-up with the atom. The atom said this happened at the end of the day after most of the staff had left. There were no patients undergoing dialysis treatment at the time of the event. The ro was put into standby mode, and afterwards it was realized that a few of the machines still had to go through disinfect. When they tried bringing the ro out of standby, the mps began continuously tripping. The tripping would occur as soon as the t1 test got started. The atom also reported that the thermal overload switch was tripping in stage 1. There were no alarm codes associated with the event. Upon further inspection, the atom discovered thermal damage on the insulated plastic coverings of the three wires under the power switch. The power switch itself was also burnt. The atom said there was no burning smell noticed. The atom was able to fix the machine by replacing the wires and the power switch. The atom confirmed there were no blown fuses in the local power supply, and there were no local power grid issues around the time of the event. The atom had a photo of the thermal damage which they provided for review. The ftp files were not downloaded, but the biomed said there were no alarms and the machine files would reflect that. The damaged parts were not available to be returned for evaluation as they were reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.